Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the keypad buttons were unresponsive and the keypad was damaged. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The down arrow keypad button was found to be unresponsive and the up arrow keypad button was intermittently responsive. All other keypad buttons were responding as expected. The keypad cover was removed and contamination was found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).